Event description:
The following information was provided: as per pss implant request: loosening gmrs proximal humerus prosthesis with pathological fracture. History of periosteal chondrosarcoma proximal humerus, excision and replacement with gmrs proximal humerus done in 2015, defaulted follow up, came back with loosening with periprosthetic fracture, biopsy revealed no evidence of tumour recurrence. Plan for revision.

Manufacturer narrative:
Reported event: an event regarding loosening and periprosthetic fracture involving a mrs stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device is still implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.